Manufacturer narrative:
(B)(4). The field service representative was dispatched to the user facility where he replaced the end cover assembly. The system met manufacturers specifications and was returned to clinical use. The suspect part was returned to the manufacturer. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous occluder plastic clip was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. This delayed the set-up of the device but did not delay the surgical procedure. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the occluder end cover plastic clip to be broken. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.